Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip of the angio-seal device when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and manual compression was applied to achieve hemostasis for 30 minutes. Hemostasis was successfully achieved by manual compression only. There is no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. Based on historical data, the reported event may be related to improper opening of the polyfoil pouch or mishandling of the device. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.